Event description:
There was an allegation of discrepant results for 4 patient urine samples tested for microalbumin on a cobas c 503 analytical unit. Patient 1 initial result was < 3 mg/l. On (B)(6) 2026, the repeat result was 15 mg/l. On (B)(6) 2026, the repeat result was 110 mg/l. The sample was repeated, yielding a result of < 3 mg/l. On (B)(6) 2026, patient 2 initial result was 39 mg/l. On (B)(6) 2026, the sample was repeated twice with results of 2 mg/l and < 3 mg/l. On (B)(6) 2026, patient 3 initial result was 32 mg/l. On (B)(6) 2026, the repeat result was 7 mg/l. On (B)(6) 2026, patient 4 initial result was 4 mg/l. The repeat result was 115 mg/l.

Manufacturer narrative:
The reagent lot number was provided as "15198." The expiration date was not provided.